Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2011 after use of the product.

Manufacturer narrative:
Please note: the regulatory report for this event was timely but inadvertently reported under mfg. Report numbers 1225714-2014-00209 and 1225714-2014-00210 on november 28, 2014 for a patient with the same name. Additionally, there is a discrepancy as the date of event provided by a second attorney is different than the date of event originally reported. Additional information for complete event details has been requested and will be submitted upon receipt accordingly. This is one of three devices associated with this event. Associated mfg report numbers: 1225714-2014-03880, 1225714-2014-03881 and 1225714-2014-03882.

Event description:
Additional information received alleged that the patient also experienced an adverse cardiovascular event, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one event (death) reported on the same patient involving three separate products; associated MDR #1225714-2014-03880, 1225714-2014-03881 and 1225714-2014-03882.